Event description:
The customer used the subject device during a total thyroidectomy, and the subject device did not work. There was no patient injury reported. From the information and photos that omsc obtained on (B)(6) 2015, it is confirmed that the probe had cracks and the tip of the ptfe pad was severely worn and peeled.

Manufacturer narrative:
The exact cause of this phenomenon is not identified since the subject device was not returned to omsc for evaluation. The manufacturing history was reviewed, with no irregularities noted. As the result of similar phenomenon, it is supposed that the ultrasonic output could not be activated due to the cracks of the probe. The cracks occurred since the probe came in contact with something hard such as tough tissue, metal, or a surgical instrument during ultrasonic output. And we presume that the ptfe pad was severely worn and peeled because the user activated ultrasonic output while grasping nothing. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.